Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. Visual inspection revealed that the push catheter was buckled at approximately 2 centimeters away from the push catheter hub. The working length of the push catheter was bent and the suture hole on the push catheter was torn. The stent was not returned for supporting evaluation. The guide catheter was found torn in two pieces (dividing into proximal and the distal remnant). The proximal remnant was buckled, kinked and stretched. The distal remnant was observed kinked and stretched with a suture impression observed on the distal end. Functional evaluation could not be performed on this device due to the damages observed upon returned. According to the product analysis, it appears both the guide and push catheter became damaged at the same time during the procedure. The guide catheter probably became stretched due to excessive force applied when the physician attempt to retract the guide catheter and deploy the stent. Based on the damages found on this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile tract of a patient (patient age, sex, and weight are unknown). During the procedure, the stent guide catheter stretched as it was retracted for stent deployment. The stent was unable to be deployed. The procedure was complete with another flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; guide catheter broke.